Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the endotracheal tubes did not inflate during the p rocedure. There was no known patient impact reported.

Manufacturer narrative:
Analysis inflated the cuffs with 15cc of air and it leaked out immediately. Under magnification, it was determined that there were cuts and abrasions ranging from 0.03¿ to 0.08¿ in the cuffs, and just left of (midline). (B)(4). If information is provided in the future, a supplemental report will be issued.